Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with a concentration of 50 mcg/ml at a dose of 25 mcg/day. It was reported the patient started experiencing severe pain after surgery. The hcp opened the back incision and pulled down the catheter. When the patient awoke from surgery, she stated her pain was considerably better. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The only intervention was catheter revision. It was unknown if the issue was resolved at the time of the report. Additional information received from the representative on 2017-feb-16 reported a nurse practitioner told them what was going on when they showed up to cover the case. The doctor thought the catheter might have been bumping a nerve. The representative had not heard anything else regarding the patient. The patient status at the time of the report was alive ¿ no injury.

Event description:
Additional information received from the representative reported they were not aware the cause of the catheter bumping a nerve had been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.